Event description:
It was reported that during a knee arthroscopy procedure using an ambient covac 50 ifs wand, after two mins of activation, the wand began to sound with a high temperature alarm. Despite the alarming, the procedure was completed using this same wand. At the end of the procedure, the wand was examined and it was discovered that the sheathing on the backside of the wand tip had melted. According to the surgeon, allegedly this event caused a minor cartilage burn on the pt. There was no further info reported regarding the severity of the burn or the treatment; however, no further pt complications have been reported.